Manufacturer narrative:
A product development investigation was performed for the subject device (handle for (B)(6), part number 397.70, lot number 2032). The subject device was returned with the complaint condition stating that the end of handle for (B)(6) is beaten and looked chipped. This was found in sterilization process. No patient involvement. This complaint is confirmed. The instrument was received with several sections of its proximal handle end chipped off. Whether this complaint can be replicated is not applicable as the returned device was already damaged. Unable to determine a definitive root cause; however, the complaint condition was most likely caused by cumulative wear over the lifetime of the returned device (over 18 years old). It is not likely that the design of the device contributed to this complaint. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The returned instrument is part of the synthes general instrument is used in conjunction with cancellous bone impactors, chisels, gouges, and rasps (part numbers: 397.71 through 397.99) per trauma catalog. Drawing were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. DHR not available as device is older than 18 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to (filing and archiving of specification documents), which was in place till (B)(6) 2014. Oldest visible lot in erp system is lot 2088, which was manufactured in february 1998. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2016 during the sterilization process; the ends of two (2) handles for gouges and chisels were beaten and looked chipped. There was no patient involvement. This report is 2 of 2 for (B)(4).